Event description:
International affiliate reported that the device was in place with a suture. The device broke external to the pts implant site near the site of suture placement during a planned explant. The surgeon was able to grasp the externalized portion of the device and continued to remove the device as intended. There are no reported adverse pt consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing, and to subsequent structural failure of the device and/or fragment retention in the wound."